Event description:
It was reported that when the device was used during a lobectomy, the surgeon could not grip the lever completedly at the fourth firing. After that, he could not close the lever. When he closed the lever forcibly, it did not staple on the patient side. It was not reported how the case was completed. There was no reported patient consequence.